Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post-procedure, the clip detached from the posterior leaflet and remained attached to the anterior leaflet which resulted in increased mitral regurgitation and required an additional mitraclip procedure for intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a large posterior leaflet prolapse/flail, which made grasping difficult, but successful. One clip was implanted, reducing the mr to 2. On (B)(6) 2016, a 30-day follow up echocardiogram was performed which found that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. On (B)(6) 2016, an additional mitraclip procedure was performed for treatment. Two clips (60615u239, 60614u144) were implanted, reducing the mr to 2. Grasping was difficult with both clips due to the pre-existing posterior leaflet prolapse. It was confirmed that the patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology due to a large leaflet prolapse/flail. The reported patient effect of mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.